Event description:
Information received indicated the head up section will not raise.

Manufacturer narrative:
Customer originally called and alleged the head section would not raise, however, upon further investigation; the hill-rom technician was informed the bed did not need to be repaired because it was operating properly.